Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the umbilicus was taken off the fascia and the hernia with proper retraction. A ventralex mesh was then placed preperitoneally.¿ (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with removal of mesh. Per operative notes, ¿the previous mesh and hernia sac were excised, a piece of biologic mesh was placed.¿ (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of old biologic mesh and implant of another biologic mesh. Attorney alleges that the patient had adhesions, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to initial determination, no conclusions can be made. Per medical records review, about a year post implant of ventralex mesh, patient was diagnosed with hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.